Manufacturer narrative:
The returned device was evaluated and the device was received deployed. Investigation found the exposed portion of the soft cannula to be shortened and torn off. Measurement of the entire soft cannula length was confirmed to be shorter than specification. As a result of the observed exposed soft cannula damage, fluid was unable to flow through the complete fluid path. The timing and cause of this damage could not be determined. The fill septum and fill port were observed, and no damages, deficiencies, or gouges were found. No timeouts or drive stall were observed in the data that would indicate a failure to deliver insulin during operation. The agc algorithm was able to adapt the suggested insulin appropriately based on egvs and user inputs. The reported cannula bent/kinked event could not be determined due to the exposed portion of the soft cannula being torn off and not returned.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.

Event description:
It was reported the patient's blood glucose level rose to 400 mg/dl while wearing the pod between 24 and 36 hours. When removed from the infusion site (abdomen), the pod's cannula was found bent. In addition the patient reports the pod was leaking during wear.